Event description:
The customer went to the emergency room after getting back to back readings of "hi" and 228 mg/dl obtained with the freestyle meter and having a seizure. Insulin was administered to the customer at the emergency room and a reading of 20 mg/dl was obtained with an unk brand meter at the hosp about 10-15 minutes after the freestyle result of 400 mg/dl.